Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. The device history record was reviewed and there were no relevant non-conformances were identified that would have contributed to the reported complaint. If the device is returned in the future, or if additional information is received, then a supplemental emdr will be submitted containing the pertinent information.

Event description:
The complaint involved a 127" (323 cm) appx 9.7 ml, transfer set w/microclave® clear, dual check valve, smallbore clear/pur yellow trifuse ext set w/2 microclave® clear (yellow, green rings), 2-0.2 micron filters, rotating luer. It was reported that the patient's fluid lines (down to clave) were changed, and drops were flowing through the tip of line. The pump was functioning well. The fluid line was connected to the patient (a baby), and a slight amount of blood backed up in the PICC (peripherally inserted catheter) due to a loss of pressure while cleansing the line and while waiting for reconnection. The lines were connected, and then the rn (registered nurse) assisted with holding for x-ray and blood was still backing up in PICC line that was closest to baby. The transport nurse was requested to assess the line, and was then also unable to flush. PICC line removal/reinsertion was required. There was fluid (tpn) present on the floor after the complaint/issue was discovered; however, a crack or leak in the lines was not identified. The PICC assessment was good throughout the shift. The registered nurse threw away the old lines. The baby's blood glucose remained stable throughout the event, but the staff was unable to re-hang the tpn (total parental nutrition) for the patient. There was no harm as a result of this complaint/issue.